Event description:
The patient called in because the screw for final restoration at tooth site #19 fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Concomitant medical products: bost613, 3i t3 non-platform switched tapered implant 6 x 13mm, lot number unknown. Address, phone number and email address unknown / not provided. PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) unknown biomet screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Based on the evaluation, device malfunctions could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The reported event could not be recreated due to the nature of the dental device and event. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation was torque applied during placement/seating exceeds recommended value or parafunctional habits of the patient over the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
Patient mailed letter indicating that they are in the process of repairing fractured screw and replacing damaged abutment. The screw failed while eating breakfast and fell into the mouth causing great distress. The dds removed the fractured screw and placed a healing abutment on the implant.